Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported the therapy was not working as well as it was 9 months prior. No further information regarding cause or interventions take for the event was provided. Further follow up is being conducted to obtain additional information. The patient later reported that they were unable to communicate with the stimulator. The patient was going to see a manufacturing representative (rep) on (B)(6) 2016 to see if it could be ¿rebooted.¿ the patient might need a battery change. The patient had an appointment with the doctor on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.